Event description:
Per the clinic, the patient was treated with multiple courses of oral and topical antibiotics (specific dates and duration not reported). Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection around the abutment site (specific date not reported). Subsequently, the abutment was removed on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.